Event description:
It was reported that during follow up, review of records showed several episodes of noise. Externalized conductors were observed via x-ray. No electrical anomalies were detected. Lead remains implanted and follow up has been scheduled. It was later reported that the patient stopped using her clock-radio and the noise disappeared. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.